Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11 the device was returned for evaluation. Based on the available information, the reported failure could not be confirmed, and no findings were identified during the investigation. A definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a communication error (error 315). The issue was found during sedation for a diagnostic endoscopy, which was completed with a competitor device. There were no reports of patient harm.